Event description:
As reported by the user facility: customer reports that nurse said pump reported that 34 cc was administered, however, only 28cc was administered with 2cc left in syringe. Morphine sulfate was the medication used, 30 ml syringe customer did not retain the syringe or tubing used with the pump. MFR ref number 9610825-2014-00129.